Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The user has experienced a gradual worsening of hearing benefit or speech over the last several months. The user did not experience redness or swelling at the site of the implant. There were no recent changes in health or medication. The only incident reported was hitting her head last year. The user has been re-implanted on (B)(6)2023

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In situ measurement showed affected channels. The field will follow up with the clinic. Further proceeding is currently unknown.